Event description:
Product was used to repair a laceration on the bridge of the nose of a female. The product got into the medial aspect of the pt's eye. Gauze was used as a preventative measure during the application. The eyelid was bonded slightly and was flushed with water to loosen. The adhesive fell off after two days. The pt was seen by an ophthalmologist and the child's vision is fine and no adverse reactions were noted. The pt's current condition is fine.